Event description:
During a surgical case requiring the spider arm holder, the spider arm holder lost function and it fell. At the time of the malfunction, the surgeon was holding and stabilizing the patient's arm; there was no harm to the patient. Prior to the surgical case, the spider arm holder was inspected to validate appropriate function. There was no indication that the equipment's battery was low, though, it was changed after the event and subsequently the arm holder restarted. Of note, since this event occurrence, the vendor representative conducted an onsite inspection of the equipment and reported not identifying any issues with its functionality.